Manufacturer narrative:
Roche observed unacceptable, light staining with some ventana pd-l1 (sp142) on-market lots, during internal comparison studies. Light staining affects the borderline of positive versus negative test results. An on-going investigation has determined the root cause is related to variability in the selection of antibody concentration in raw materials, affecting specific ventana pd-l1 (sp142) assay lots made with the impacted raw materials. A notification has been sent to us customers informing them of the issue to immediately discontinue the use of and discard any remaining inventory of specific impacted lots and informing of an updated date of expiration for certain lots. Though it is likely that the reagent lot used was one of the identified lots impacted by the issue described above, the customer was unable to provide the reagent lot number that was used for the initial test.

Event description:
A customer from japan alleged discrepant results with the ventana pd-l1 (sp142) assay. The alleged sample initially generated a negative result which was reported to the medical personnel treating the patient. The patient was then retested (different tissue block) and generated a positive result. To date, no harm or injury is alleged.